Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 595 mg/dl at the time of the incident. The customer was declined troubleshooting for high blood glucose. The customer's mom stated that insulin pump had battery failed alarm and flashing an red. The customer had ate his sisters food and was ok. Customer stated that the insulin pump was dead and did not alarm. Customer stated that the insulin pump had critical insulin pump error alarm. Customer reported that they received open book image on the insulin pump screen. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.